Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ head. No product was returned; visual and dimensional evaluations could not be performed. Photographs of the explanted liner and head were provided, and they show signs of being implanted. Additionally, the liner was fractured however it cannot be confirmed if it fractured during explanation or prior to that. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision due to instability. During the procedure, it was noted that the cup was not revised. A constrained liner was cemented into the current cup. It was confirmed that no further information could be provided.